Manufacturer narrative:
The user experienced a severe hypoglycemic event requiring emergency medical intervention and hospitalization. Severe hypoglycemia can result in unresponsiveness and require glucagon administration and inpatient monitoring. Engineering log review confirmed that device data corresponding to (B)(6) 2026 were available and showed no malfunction alerts and no factory reset. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia occurred on the reported event date. The precise cause of the hypoglycemic event could not be determined based on available information. The user has a documented history of severe hypoglycemia and glycemic variability prior to initiation of ilet therapy. Based on currently available information, the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 17-feb-2026, it was reported that on (B)(6) 2026, the user experienced a hypoglycemic event requiring emergency medical intervention. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with medical intervention, and discharged (B)(6) 2026. No long-term health effects were reported.